Event description:
It was reported to covidien in 2009, that a customer had an issue with an insulin syringe. The customer reported that when she attempted to inject insulin into her mother, she felt resistance and the insulin would not come out of the syringe. Upon applying pressure in an attempt to inject the insulin into the pt (mother), the needle broke off of the syringe, fell out of her mother, and punctured the daughter's finger.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.